Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported only one lead was implanted at time of surgery as the physician could not place the second lead. No further complications were reported/anticipated.